Event description:
I had the essure device implanted in (B)(6) 2009, and I was (B)(6). Since the device was implanted, I started experiencing extremely heavy periods, including golf ball size clots each month. I have to use a super plus tampon and an overnight pad, and change them every 30 minutes for 2 full days during my period. This is prevented me from going to work at times, as being a teacher does not allow me to excuse myself every 30 minutes. I have had tests done for fibroids and tumors, and all have come back negative. I have been put on the pill to try to regulate my periods, and this did not help at all. I have been put on progesterone pills, and this did not help at all. The whole point of having the essure procedure done was so that I would not have to take hormones, but I have been through many cycles of different ones, and they have not helped me at all. I am also constantly bloated and have gained a significant amount of weight.